Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered prematurely or as intended. The patient underwent an scs ipg replacement. Stimulation therapy was reportedly restored postoperatively.